Event description:
It was reported that during an unspecified percutaneous interventional procedure, a balloon rupture occurred. The lesion location is unknown. The tortuosity of the vessel is unknown. The degree of stenosis and level of calcification are unknown. The nc monorail 15x4.0mm balloon burst. The inflation time and atms are unknown. The procedure outcome is unknown. No patient injuries or complications were reported. The patient's condition is unknown.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as the device has been disposed; therefore, a failure analysis of the complainant device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.